Event description:
It was reported that the coil migrated. On (B)(6) 2020, a 10mm x 40cm interlock-35 and a 18mm x 40cm interlock-35 were implanted within the mildly tortuous right internal iliac vein during an ovarian vein and pelvic vein coiling procedure. The patient presented back to the surgeon and a chest x-ray revealed that the coils placed in the right internal iliac vein had migrated to the lungs. The patient had no symptoms. No intervention was planned to remove the device as the patient was asymptomatic. The patient was in stable condition.